Event description:
The customer reported having issues with the insulin pump, and air bubbles were coming out from the infusion set. The customer mentioned being admitted as an inpatient for medical treatment, and he was given an insulin drip. The caller stated that the paramedics were called and his glucose level was 42mg/dl when they arrived. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Performed the displacement test and failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.